Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced pocket erosion. The inferior lateral portion of the device was exposed on the corner, which was slightly reddened. There were no signs of infection. Physician elected to explant and re-implant system on the opposite side. Patient remained stable throughout event.